Event description:
It was reported that labelling issue occurred. The 80% plus stenosed target lesion was located in mildly tortuous and non-calcified left common iliac vein. A 14x90x75cm venous wallstent was advanced to treat the lesion. However, during the procedure with the undeployed stent placed within the pelvis, the physician commented that the stent delivery system seemed to have a 60mm stent mounted because the stent borders were not close to the markers. Visual observation of the deployment system under fluoroscopy demonstrated the actual stent appeared to be grossly shorter than the radiopaque stent markers and than what was labeled on the package. The device was removed and the procedure was completed with a new 14x90 venous wallstent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a venous wall stent was received for analysis with packaging opened and separated from device. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was returned with the stent fully mounted on the device. The investigator deployed the stent without issue. The stent measured approximately 60mm.

Event description:
It was reported that labelling issue occurred. The 80% plus stenosed target lesion was located in mildly tortuous and non-calcified left common iliac vein. A 14x90x75cm venous wallstent was advanced to treat the lesion. However, during the procedure with the undeployed stent placed within the pelvis, the physician commented that the stent delivery system seemed to have a 60mm stent mounted because the stent borders were not close to the markers. Visual observation of the deployment system under fluoroscopy demonstrated the actual stent appeared to be grossly shorter than the radiopaque stent markers and than what was labeled on the package. The device was removed, and the procedure was completed with a new 14x90 venous wallstent. There were no patient complications reported.